Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was in use on a pt, and there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech was able to duplicate the reported problem. The service tech replaced the exhalation flow sensor to correct the reported problem. Extended self testing (est) and performance verification testing was performed on the ventilator and all tests passed per operating specs.